Manufacturer narrative:
(B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Please specify. Does any bleeding or leak was noted post operative? Could you please share the product code for device and reload, if possible lot number.

Event description:
It was reported a complaint on echelon flex and ecr reloads: according to oral information provided by the surgeon, recently he noticed the quality of staple line during bariatric surgery got worse. When using ecr reloads, properly closed staples are not formed, and tissue is not stitched. Defects of stitching during procedures are noted. In addition, when performing revision operations for early postoperative complications, the doctor determines the failure of the staple suture line.